Event description:
The surgeon used about 30 grams of bonesource to correct a cranial defect. During the drying time, the bonesource began to crack and fall apart. The bonesource was replaced with pmma.